Event description:
Per risk management verbal report: the valve was completely covered with fibrin clots within minutes of being implanted. It was explanted and replaced with a tissue valve of unknown make and model. The pt subsequently expired on october 3, 2000. Add'l info has been requested.